Event description:
Report number one of two received of the tip of the epidural catheter breaking off in the patient. The customer reports that the tip of the catheter broke while it was being discontinued. The physician was reported to not feel any resistance during removal. The patient was placed on prophylactic antibiotics. The patient has not had any symptoms, but has undergone CT scan, MRI and neurosurgeon evaluation. The neurosurgeon advised the patient to not have surgery to remove the remaining piece. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.